Event description:
Additional follow-up identified surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced persistent pain at the ins site for several months upon movements. As a result, the patient has requested to have the entire system explanted on a future date.